Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient developed an infection in an unknown location that was unrelated to the device. Symptoms of fever, chills, nausea, swelling, and redness were noted. No device malfunction was suspected. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was discarded per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.